Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. It was reported that the device was implanted 24 days after the expiration date. The product was medtronic own and was brought into the hospital for the case. No clinical sequelae were reported and the patient is fine.